Manufacturer narrative:
According to the practitioner the implant is lost (loss of osseointegration) after implant has been restored. The implant has been placed in 32 position on 05-27-2014 and removed on 02-28-2017.

Event description:
Implant is lost (loss of osteointegration) after implant has been restored.